Event description:
Complainant alleged that during biomed testing and routine preventative maintenance of the device, the unit would not power-up in a battery mode. In addition, the complainant reported that the alpha/numerics displayed on the screen are distored. The complainant indicated that there was no pt involvement in the reported malfunction.